Manufacturer narrative:
Date of event should have been (B)(6) 2020 not (B)(6) 2020 as previously reported.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited loss of capture and drop in pacing impedance. X-ray imaging during the procedure revealed that the helix of the lead was outside the cardiac silhouette indicating cardiac perforation of the right ventricular lead. The right ventricular lead was replaced, upon inspection of the explanted lead outer insulation abrasion was observed. The patient was in stable condition before, during and post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 54.6-55.0cm from the connector pin, consistent with lead friction to another device or feature of the patient anatomy. This is consistent with the observation from the field of loss of capture and low pacing impedance. A lead tip stiffness test was performed and the results were within specification. Other damage noted was sustained during the surgical procedure.